Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china there was the possibility that the reported phenomenon was attributed to the aging deterioration of some components such as the patient circuit board or the video connector socket due to the long-term use or the transmission failure due to the adhesion of the foreign material such as the dust or chemical solution residue to the electrical contacts of the video plug of the videoscope. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The service department of olympus (B)(4) was informed from the facility that during the ureteroscopic lithotripsy the endoscopic image of subject device was not displayed. The user replaced the subject device to the unspecified similar device and completed the procedure. There was no report of patient injury associated with this event.